Event description:
During baxter's functionality testing of a spectrum pump, the device failed the audio verification test. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the audio condition which was reproduced. Eval found the device had low audio output caused by soldering of the speaker wires that was out of spec. The rear case assembly was replaced to correct the condition.